Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of hospitalization for low blood glucose levels. The customer's blood glucose level was 16mg/dl. The customer states they were driving and began to swerve and ended up on a curb due to the low blood glucose levels. The customer was treated at the hospital. The customer states their healthcare provider had already checked pump settings. The customer declined to troubleshoot at this time.